Manufacturer narrative:
A software analysis was initiated. The software analysis was inconclusive based on the provided information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the issue resulted from the wrong imaging device being loaded into the equipment stage of the software. Somehow the correct philips c arm was removed and had been replaced with a different device. Upon changing the c-arm to match the correct equipment being used, the issue was resolved. The account has not reported any further issues.

Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the blank image for fluoro nav was not working. Medtronic imaging was aborted. There was a reported delay of less than one hour and no reported impact to patient outcome.